Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an error message of replace generator was observed on the device. The device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.